Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp (omsc) for evaluation because the facility discarded the referenced device, therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. However, depending on the condition of the patient and/or tissue, usage, it is known that the procedure may fail to the secure seal of the blood vessel. Therefore, in this case, there was a possibility that the patient had bled because the blood vessel was not sealed securely depending on the patient's condition and/or the user's usage. The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to the patient's condition and/or user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the laparoscopic gastrectomy for the patient with severe lymph-node metastasis, the physician had performed the removal of the lymph nodes and also seal and cut for the splenic artery with the use of the tb-0535fc. The physician had confirmed that there had been no bleeding vessel, then closed the incision and completed the procedure. On the same day late-evening, the patient had vomited blood. Next day, the physician had arrested hemorrhage by laparoscopic surgery, after that the patient was in good condition.